Manufacturer narrative:
A device history record (DHR) review was not required. The device was returned for evaluation. The investigation is confirmed for the reported retraction issue, as bunching and buckling were noted on the sheath and the balloon was stuck in the sheath. The investigation is unconfirmed for the reported balloon rupture, as the balloon was unable to be tested due to the condition of the device. The definitive root cause for the identified retraction issue and reported balloon rupture could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model va80124 allegedly ruptured and had retraction issues. This report was received from one source. The device was used on the fifty-six year-old patient. Patient weight and gender were not provided. There was no reported patient injury.

Manufacturer narrative:
The sample was returned for the one reported event. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model va80124 allegedly ruptured and had retraction issues. This report was received from one source. The device was used on the (B)(6) year-old patient. Patient weight and gender were not provided. There was no reported patient injury.